Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results showed that one ecr60t cartridge reload was received. The reload was received in good visual conditions and fully fired. In addition two b-shaped staples were noted on cartridge deck. No further functional test could be performed due to the condition of the reload. The returned cartridge was disassembled in order to verify the condition of internal components and no anomalies were noted. The difficult to close event could not be confirmed as no device was returned for evaluation. The reported event could not be confirmed as no malformed staples were noted during the visual inspection. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The analysis results showed that ten ecr60t cartridge reloads were received unfired and inside their sterile package. The returned reload (a) was loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. The reported event could not be confirmed as no device was returned for evaluation. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the black cartridge was used on the first staple line. The staples didn't form as "b" shape and caused serosa tear. The doctor performed hand sewing to repair serosa tear and deformed staple line. They think this lot of black cartridges may have same problems and asked to return all products with the same lot numbers. The doctor mentioned that the tactile feedback of closing the trigger with black cartridge is different from previous tactile feedback of green cartridge. Another like device was used to complete the procedure.